Event description:
The doctor claims that during an aorta replacement on an ascending aorta aneurysm, blood was gradually leaking from the anastomotic area after the replacement. It was difficult to arrest the bleeding. A hemostasis was performed using tachocomb (a biological tissue conglutination dressing sheet). There were no complications to the patient. The procedure was completed with this device. The graft was left in.

Manufacturer narrative:
Since nothing is being returned for investigation and no further information appears, at this time, to be attainable, a failure mode for the complaint cannot be confirmed or denied. Following our investigation, our conclusion as to the most probable root cause of the incident cannot be determined at this time. Items marked "ni" are not attainable at this time. Should such information become available, it will be included in a follow-up report. Section "f" completed by manufacturer. Code 86: the device history records were reviewed. Code 100: all manufacturing and quality assurance testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.